Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided is not valid for (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during the follow-up, the x-ray detected a piece of fragment of the guide wire. Originally, the patient underwent an unknown surgery on (B)(6) 2018. The patient did not feel pain, for this situation the surgeon did not schedule an explant surgery. This report is for one (1) 1.1mm threaded guide wire. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the device history record could not be performed as the lot number provided is not valid for elmira. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Facility name device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history record (DHR) review: part number: 292.622; lot number: l289594; part manufacture date: n/a; manufacturing location: n/a; part expiration date: n/a; nonconformance noted: n/a. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided is not valid for (B)(4). DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided is not valid for (B)(4). Complaint description: it was reported that during a follow-up, an x-ray detected a piece of fragment of the guide wire. No product was returned; the investigation was performed based upon a review of the received medical images attached to the main complaint. Upon review of the medical images, it can be confirmed that a metallic fragment is present. The cause for the fragment is not able to be determined. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.